Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully un-wrapped. Bends to the central lumen were noted at approximately 20cm, 28cm and 51cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The customer submitted photo was reviewed. The photo shows the semi-finished insertion kit. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 20cm and 28cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the balloon kinked" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted bent and resistance was noted upon passing the guidewire through the iabc central lumen. The damaged iabc can result in difficulty inserting the iabc through a sheath. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "during the procedure, the balloon kinked and could not pass through the sheath". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "during the procedure, the balloon kinked and could not pass through the sheath". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).